Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient requested the device and lead be completely removed since the lead along was not MRI compatible. The hcp also reported they were able to charge the device in the office over a 2 hour period at times it would disconnect. They had to apply pressure to the right lower portion of the charging disc to reconnect charge. To resolve the issue the entire unit was removed at the patient's request. The approximate depth/location of the ins was noted to be the left side subq tissues posterior tot he iliac crest, lateral to the sacrum approximately 1 inch or less from the surface. Patient discomfort during charging was due to positioning long charging times due to device connectivity issues despite multiple education sessions with the patient via the manufacturer and the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 978a128 lot# (B)(4) serial#, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was going to have the ins removed on aug. 23 but the lead will be left in so she can have a non-rechargeable ins placed one day. Caller is wondering if  patient will be able to have an MRI scan with only the lead implanted. Caller stated the patient is having the ins removed because she cannot communicate with the ins, caller noted patient said she has had this problem since she got the implant but was not able to confirm a specific date. Patient call back stated that their device will be removed next monday. Patient reported since implant they have always had problems charging the implant, they have to stoop over, bend over and stay one certain position, if they move quits charging. Patient reported since implant their stimulator been such a hassle, it was so frustrating they completely let the battery run down, they could not get it charged, they went to the doctor last monday and spent 3.5 hours trying to get it charged, the nurse said don't breath because if they take a breath it quits charging. Patient said they need back surgery and an MRI and they have been trying to get an MRI but when they tried to get an MRI after they were recharged, their controller did not connect to the device so they could not get it. Patient said they are so disappointed because the temporary one worked great, they had only one accident in 4 days, this one has been awful. Patient reported after implant, the first day worked great, the next 3 days did not hardly work at all and they kept turning the voltage up, they never did get it to work as well as the temporary. Troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to further address the issue. The patient stated the device is not working.